Event description:
An 8-hole plate was put in a pt on 1/5/94 to repair a hip fracture. On 4/11/94, the pt returned and the plate was removed. It was borken. Physician considered it a fatigue fracture. (Physician gave plate to pt after photographing it.) The hip was repaired surgically in 4/94.